Event description:
Pt came to or w/bilateral breast deformity s/p breast implants at earlier date. Both breasts were painful and appeared to be irregularly shaped. Pt appeared to be healthy otherwise. Pre/post dx: bilateral breast deformities resulting from bilateral ruptured silicone breast implants.